Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented for filter retrieval. Subsequent venogram revealed, right sided tilt of the filter with its tip and right-sided legs in sub endothelialized position. Recognizing that the filter was partially endothelialized, in particular the portion of the stent necessary for retrieval. Unsuccessful retrieval attempt was made using sheath and catheter. Approximately eight years later, CT revealed the filter is tilted and there is penetration and several of its limbs through the ivc. One strut had penetrated posteriorly and was lodged against the l3 vertebral body and another strut had penetrated the right psoas. One strut extends into the abdominal aorta. Another one strut had fracture and it was located in the retroperitoneal space pre vertebral anterior to the l2 vertebral body. Another structure is closely related to the posterior wall of the duodenum. Several others extend into the pericaval fat with one extending just anterior to the aorta closely related to the aortic wall. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, attempts were made to engage the filter using sheath and catheter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into the organs. The device along with detached struts which retained in the l2 vertebral body have been removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced back pain; however, the current status of the patient is unknown.